Event description:
Initial report: this spontaneous case from (B)(6) was reported on 03-aug-10 by a physician and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company¿s new device reporting tree - (B)(4). This case concerns a female patient of unknown age who received treatment on (B)(6)2010 with poly-l-lactic acid (sculptra) for an unknown indication. The patient received 2 vials (5+2 dilution). This was the first of three sessions and the main areas treated were the temples (2mls per side), upper cheeks (3.5mls per side), side of nose (0.5mls per side) and the remaining product was injected into the dermis of the lower face between the corner of the mouth and the jaw line (0.05ml per injection site). On (B)(6)2010, the patient started experiencing a "tapping" sensation in her chin as well as pain and discomfort in the back of her eye, her ear, jaw and teeth. The patient has seen her general practioner who suspects the events were related to poly-l-lactic acid treatment and suggested it may have interfered with the trigeminal nerve. The patient¿s dentist who could not find any problems. The patient is worried that she may have nerve damage relating to the poly-l-lactic acid treatment she had the month before. It is unknown whether any corrective treatment was given. The patient confirmed that the events were improving, but "come and go" through the day. Photos of the patient have been received. Medical history was not provided. Concomitant medications were not reported. A pharmaceutical technical complaint (ptc) has been initiated. (B)(4). Pharmacovigilance comment: sanofi-aventis company comment dated 05-aug-2010: this is a case of a female patient of unknown age who was reported to have tapping sensation at the chin, pain at the back of the eye, ear pain, and jaw and tooth pain 1 month following injection with poly-l-lactic acid for unknown indication. There is insufficient information for an assessment of the report. The reported events, however, is alternatively explained by a possible involvement of the trigeminal nerve. Additional information with regards to the age of the patient, detailed medical history, concomitant medications, neurological exam results, corrective treatment, and final outcome has been requested.